Manufacturer narrative:
Investigation: actual sample received. Returned material did show reported defect. DHR was reviewed, no qn's were found for this lot. Unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode. Te root cause of the failure mode can't be confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI: (B)(4).

Event description:
It was reported a bd¿ syringe 60cc luer-lok¿ convenience tray was no longer sterile due to a crack in tray, before use. No report of serious injury or medical intervention.